Event description:
On (B)(6) 2025, the user reported hyperglycemia with a highest bg of 289 mg/dl after a larger-than-usual meal. The ilet delivered a meal bolus and additional correction insulin, and glucose began trending down during the call. The user¿s wife assisted due to the patient¿s vision issues, though the patient was not incapacitated. No symptoms or medical intervention were reported.

Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.